Event description:
It was reported that stent movement on balloon occurred. A 7.0mm x 40mm x 75cm express ld iliac / biliary stent was advanced to the target lesion. However, it was noted that the stent partially came off the balloon. The stent was deployed and implanted. The procedure was completed with this device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).